Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a field service engineer concluded that there was a malfunction with the bio ID. Consequently, the work order was canceled, and it was confirmed to the customer that the reported issue had been resolved independently. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station bio ID malfunction. A customer has reported that the user was unable to dispense medication, resulting in a delay for the patient due to the indicated malfunction. There were no adverse events or injuries reported based on this event.